Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphical user interface (gui) printed circuit board assembly (pcba) and backlight inverters printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed calibrations and performance verification testing (pvt). (B)(4).

Event description:
A report was received from the USA stating that the ventilator had an erratic display. It is unk if the malfunction occurred during pt use. The date of the event was not reported.